Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the driver board assembly had shorted and was burnt. The fse replaced the driver board assembly, which included the burnt component and also repaired the reported issues. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the allegra x-15 centrifuge tripped the main circuit breaker. No fire or burning smell was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.